Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:42:39. During night drain cycle 12, the patient's ultrafiltration reading was 1016ml, indicating the home patient (hp) drained 926ml more than their maximum programmed fill volume of 900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be the tidal total ultra filtration (uf) removal was set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a follow-up report will be submitted.